Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot#: 17222142, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was admitted in the hospital due to an infection at both lead and pocket sites. Symptoms were redness, pain and drainage. It was believed that the infection was related to the procedure and not with the device. The patient was prescribed antibiotics and underwent an explant procedure.